Manufacturer narrative:
The subject device was not been returned to olympus medical systems corp (omsc). Omsc could not review the service and manufacturing record because the serial number was not provided from the facility. The malfunction of the subject device concerning this case has not been reported. The exact cause could not be determined.

Event description:
Olympus medical systems corp. (Omsc) received a literature titled "usefulness of image-enhanced endoscope in upper gastrointestinal endoscopy for voluntary screening". The literature reported the result of 4894 cases of the esophagogastroduodenoscopy procedures using an olympus (gastrointestinal scope) model gif-h260 or gif-h290 between april 2011 and december 2017. In the subject procedures, 1 case of bleeding after biopsy reportedly occurred. Based on the available information, a direct relationship between the subject devices and the observed reported adverse event could not be determined. According to the number of the accidental symptoms known and the number of olympus device used for procedure, omsc is submitting two medical device reports. This is 2 of 2 reports.